Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient presented at the emergency department with symptoms of weakness, fever, tachycardia, and altered mental status that began on (B)(6) 2018. There were no reports of pruritus, increased spasticity, and no audible pump alarms heard. It was noted that the hcp did not know if there was a recent pump refill, had no access to an 8840 and did not know who the patient's pump hcp was. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) indicated that patient was treated with cipro for a urinary tract infection while in the emergency room. It was unknown if the reported symptoms were related to the infusion system. The patient is scheduled for a pump replacement surgery. Additional hcp contact information was provided. No further complications have been reported as a result of this event.